Event description:
It was reported that during guided insertion of a new infusion site, the infusion set was deployed incorrectly and the blue and white components separated, consistent with improper infusion set deployment or connector attachment. Symptoms included no device alarms or alerts and no reported adverse clinical effects. Outcomes included user troubleshooting and education completed with no hospitalization. Investigation included complaint intake review and troubleshooting with user re-education on correct infusion set attachment and deployment technique. Investigation of this case revealed user-handling error resulting in component separation of the infusion set, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.